Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery as the pump malfunctioned mechanically and could not work as expected. No patient complications were reported.